Event description:
The customer stated that the buttons on the insulin pump were unresponsive. The customer's blood glucose reading was 120 mg/dl. The customer stated that he frequently goes swimming while wearing the insulin pump. The customer was advised not to submerge the insulin pump in water. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.